Manufacturer narrative:
Phone: (B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during lithotripsy of upper ureter calculi, when the package of an ngage nitinol stone extractor was opened, it was discovered that the basket would not open. The issue with this device was discovered prior to making contact with the patient and it was not used. A new basket was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Event summary: as reported, during lithotripsy of upper ureter calculi, when the package of an ngage nitinol stone extractor was opened, it was discovered that the basket would not open. The issue with this device was discovered prior to making contact with the patient and it was not used. A new basket was used to complete the procedure. There was no impact to the patient. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device: the basket was returned without the original packaging. The basket was open and unable to be closed by actuation from the handle. The black knob was tight, but the white knob was loose and halfway unscrewed. A spacer was present. There was unknown matter present on the basket. The basket sheath appeared to be separated at the point near the support sheath. The pictures also showed the basket sheaths that hold the basket wires in place were damaged. A lot history search found one other complaint had been reported for this lot. The other complaint was created to address a similar issue from the same customer. Investigation of both returned devices indicates the observed damage that was preventing proper functioning was due to device handling and that there was no issue that would indicate a possible issue with other devices in the lot. Because there were no related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and it could not be closed due to sheath damage. The basket sheath was separated near the orange support sheath, preventing basket function. The basket was also found to be misshapen due to damage to the sheaths that hold the basket wires in place. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.